Event description:
Pt came in with a large abdominal aortic aneurysm. Fenestrated aortic stent graft procedure was performed with fenestration for (r) renal and sma with chimney stent for (l) renal artery. For these vessels atrium graft stents were placed. Following the procedure, final check angiogram revealed type 1 endoleak from (l) renal artery atrium stent graft. This was due to a pin-hole defect in the graft. To seal this defect another smaller length graft was deployed, the leak stopped and the procedure was successful.

Manufacturer narrative:
Awaiting the return of the device for evaluation. Upon completion of the evaluation a follow-up will be submitted. Review of the device history records was performed and the device was found to have met all specifications without any deviations.